Manufacturer narrative:
Unique identifier (UDI): (B)(4). The investigation could not identify a product problem. The cause of the event could not be determined. The malfunction is consistent with insufficient sample pipetting due to a clogged, contaminated or misadjusted sample probe. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with albt2 tina-quant albumin gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an albumin value of 0.0 g/l. The sample was repeated twice, resulting with values of 0.2 g/l and 29.6 g/l. The albumin reagent lot number was 515982. The reagent expiration date was requested, but not provided.